Event description:
It was reported the patient's device had not worked for three years. The device was not removed due to the patient's health and life expectancy.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v122743, implanted: (B)(6) 2008, product type: lead. Product ID: 3889-33, lot# v008220, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).